Manufacturer narrative:
(B)(4). Hernia recurrence occured. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic incisional hernia repair on (B)(6) 2011 and mesh was implanted. It was reported that on (B)(6) 2017 the patient had a revision surgery at university of (B)(6) medical center by dr. (B)(6), which consisted of a laparoscopic robot-assisted inguinal hernia repair with mesh placement, a laparoscopic robot-assisted converted to open ventral hernia repair, lysis of adhesions, and removal of the mesh and placement of new mesh. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/25/2019.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient code: (B)(4) additional narrative: it was reported that following insertion the patient experienced discomfort and pain.